Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50e, serial #: (B)(4), description: trial linear 3-6 lead, 50cm.

Event description:
A report was received that the during the trial procedure the patient suffered a stroke and was in the intensive care unit. The physician did not believe it was due to the device. The patient will undergo a lead pull. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had right sided paralysis due to stroke. No further course of action at this time.

Event description:
A report was received that the during the trial procedure the patient suffered a stroke and was in the intensive care unit. The physician did not believe it was due to the device. The patient will undergo a lead pull. No device malfunction was suspected.